Event description:
It was reported on that a patient had vocal cord paralysis soon after vns surgery. The patient was diagnosed with left vocal cord paralysis and secondary dysphonia and dysphagia associated with the vns implantation surgery by an ent physician. The patient had a previous vns lead that had been clipped below the electrodes during explant. Therefore, the electrodes were still present on the patient's nerve. During the patient's surgery, the existing electrodes had to be removed from the nerve before implanting a new lead. The ent believed that the vocal cord paralysis was due to the removal of the electrodes from the nerve. The patient had her vns programmed on (B)(6) 2015, and the settings were titrated up.

Manufacturer narrative:
Initial report inadvertently listed the incorrect event date.